Event description:
It was reported through the attorney for the patient, as a result of legal claim, that allegedly "the supracondylar plate implanted in the patient on (B)(6), 2007 during a right hip surgery fractured causing a revision on (B)(6), 2008."

Manufacturer narrative:
Device and additional information is not available at this time. If the device or additional information becomes available, it will be reported on a supplemental report.